Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted with less than a year of use due to an infection. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted with less than a year of use due to an infection. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete.